Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical separation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the ik precision wire was inserted and there were issues pulling the wire back through the needle. Tension was met, pulled the entire needle and the wire came out together and part of the wire broke off in patient. A cutdown was performed in the operating room to remove the wire. The patient was stable, and the procedure outcome was successful. Additional information was received on 19march2021: it was decided not to send the patient for surgery because they thought the wire was not in the vessel, but outside of the vessel